Event description:
The customer requested to have the insulin pump checked after being in the hospital for one day over the weekend. Performed a prime fixed test and the device passed the test. The high pressure test was not performed because she did not have a blue clamp available at time of call. The customer stated that she was exposed to the sun all day and weekend long and the insulin became denatured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.